Event description:
Information was received from a healthcare professional (hcp) regarding a patient received a dose of 3248.3mcg/day at concentration of 2400.1mcg/ml of fentanyl, a dose of 13.534mg/day at a concentration of 10mg/ml of bupivacaine, and a dose of 13.534mg/day at a concentration of 10mg/ml of morphine via an implantable infusion pump for non-malignant pain. It was reported that while the patient was in the hospital for a urinary tract infection (uti) her pump was supposed to have been refilled but was not. The patient heard some sort of alarm but did not realize it was the pump due to the other sounds in the hospital. The patient remembers hearing the critical alarm, and she was around a week overdue for a refill. Patient seems to think she went through withdrawals sometime during the week following her hospital stay for uti but could not give an exact date. The patient was able to get a refill on friday, (B)(6) 2016. When the hcp aspirated the reservoir they were only able to get a whisper/drop of fluid out. The patient was then refilled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.